Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-17221. It was reported that the patient was not receiving effective therapy due to a kinked lead that had migrated. Additionally, the ipg was causing discomfort at the ipg site. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy and discomfort has resolved.